Event description:
The end user's husband reported noticing skin breakdown under the mass upon its removal. The breakdown is located at the 12 o'clock position on the peristomal skin approx an inch from the stoma. The opening is around the size of an eraser head.

Manufacturer narrative:
The event 'skin breakdown' under the product is deemed serious. The rptr stated wafers w/o the tape border wer given to the end user by the home health nurse. She usually uses the stomahesive flexible wafers with a tape border. The husband reported cleaning the skin with warm water and soap, applying allkare protective barrier wipes, stomahesive paste and then the wafer. Instructed the husband on crusting methods using stomahesive powder. From a clinical perspective, a casual relationship between the sur-fit natura 2 pc-stomahesive wafer and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. No add'l pt/event details have been provided to date. Should add'l info becomes available, a f/u report will be submitted. Reported to the FDA on (B)(4) 2013. (B)(4). Note: the actual date of event is unk, so the date used was the date convatec became aware.